Event description:
Post-operatively, patient complained of not being able to point foot forward. X-ray determined subsidence of about 1 cm with rotation of stem. Malpositioning was confirmed due to small fracture of proximal femur.

Manufacturer narrative:
Evaluation summary: the devices were in-vivo approximately 2.5 months. The devices are unavailable for analysis and the device conditions are unknown. It is unknown if the observed fracture of the proximal femur occurred during stem insertion during the primary surgery, or subsequent to stem subsidence. X-ray images post-primary surgery and from successive patient visits are unavailable. It is unknown if the stern was implanted with the correct orientation and fit as per the surgical technique. The instruments used in the primary surgery are also unknown. Patient's height and activity level are unknown. The rehabilitation program, both physical and pharmacological, and compliance thereof is unknown. Based on the above information and observations, stem subsidence may have been due to one or a combination of the following mechanisms: inadequate press fit between the stem and prepared femur. This may have not provided the necessary initial stabilization of the stem, which upon load-bearing may have resulted in stem subsidence. This may have not provided the necessary initial stabilization of the stem, which, upon load-bearing, may have resulted in stem subsidence. Alternatively, rasping technique and/or patient behaviour may have also contributed to the alleged event of stem subsidence. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.